Event description:
It was reported that the patient was admitted to the emergency room in an unresponsive state. The pump was stopped upon admission and the patient was given narcan. The patient became responsive after the narcan was administered, but was hospitalized. On (B)(6) 2014, it was reported that the patient was doing well. There were no product issue reported by the patient or physician. The patient had been receiving baclofen and infumorph through the pump, which was prescribed by the physician. The pump remains implanted in the patient. On (B)(6) 2014, it was reported that the dosage of the drug was changed sometime before the event. After the event, the dosage was changed back to its original amount without any issues. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4).